Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with congenital hydrocephalus ((B)(6) boy). The initial setting pressure was 120mmh2o and doi is unknown. After implantation, the surgeon often found that the setting pressure had automatically changed from high pressure to 30mmh2o. It was reset at higher level repeatedly but it always changed to 30mmh2o. The device was replaced with 82-3834 on (B)(6), 2015. The patient's condition is good after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was programmed to 200mmh2o, and left for 24 hours. The valve setting was re-controlled after 24 hours and was found to be still at 200mmh2o. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3101 with lot cmbb81, conformed to the specifications when released to stock on the 9th february 2011. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.